Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. The customers blood glucose (bg) was ¿high¿, however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level.